Event description:
It was reported the device was subject to the decrement test field action issued by abbott on 10 march 2022. Patient experienced asystole during the test. Emergency back-up mode was pushed on the programmer and the test ended and the implantable cardioverter defibrillator began pacing again. No patient consequences.

Event description:
New information notes that a software update was performed on the merlin programmer and the malfunction was resolved.